Event description:
Difficulty walking, left knee pain (returned). Information was received on 05 october 2006 from a female patient, with a history of osteoarthritis and prior treatment with synvisc in 2005, who experienced the left knee pain returned and difficulty walking. She began treatment with synvisc in 2006. The patient received three weekly injections into the left knee starting in 2006. She reported that her left knee pain returned 3 months later. She added that the pain was similar to what she had prior to synvisc, and that pain made it hard for her to walk. She visited her doctor 10 days later, and was given a cortisone shot in the left knee to relieve that pain. At the time of this report, the patient's outcome was unknown.